Manufacturer narrative:
Age at time of event:18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent fractured and the patient experienced intermittent claudication. The initial implant procedure was performed in (B)(6) 2017. The 100% stenosed target lesion was located in the mildly tortuous and mildly calcified right superficial femoral artery. A contralateral approach was used to access the lesion. A wire was passed through the occlusion and a 6f introducer sheath was placed. A 7 x 180 x 130 innova¿ was advanced and deployed distally without issues. A 7 x 40 innova¿ was then placed proximally overlapping. The procedure was concluded successfully. In (B)(6) 2017, the patient was noted to have intermittent claudication. Angiography confirmed that the 7 x 180 x 130 innova¿ stent was fractured with a gap of 3cm and the stent was 90% restenosed. Percutaneous transluminal angioplasty (pta) was performed for treatment to the stent and a non-bsc stent was placed within the fractured section. The intermittent claudication resolved after stent placement and the patient was in stable condition.